Event description:
It was reported via repair work orders that the power cord sheathing was torn but did not have exposed wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.